Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when splitting and snapping the valve of the splitable introducer sheath, the white portion of the sheet broke apart along the long axis of the sheath. A portion of the peel sheath had to be withdraw from the wound of the patient. No injury to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device failing to split was observed. The most probable cause can be attributed to the scoring machine's adjustment which led to shallow scoring in the device. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.